Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to severe infection. The infection started in mid-(B)(6) 2021.

Manufacturer narrative:
Conclusions: according to the information received from the field the device was explanted due to a pseudomonas aeruginosa infection at the implant site. Information on the device explantation report form states that the skin was not intact over implant. In addition during device investigation damage to the active electrode caused by device minute mobility was found, confirming the two high impedance channels measured whilst implanted. Other mechanical damages found during investigation are attributable to the removal surgery.

Event description:
The recipient has been explanted due to severe pseudomonas aeruginosa infection. The infection started in (B)(6) 2021 and has spred to the level of the implant. .